Event description:
The five minute solution has two components- a 12 oz bottle of what they label as finishing solution- this was not involved in either incident. A .33 oz bottle of starting solution - it is a kind of soapy solution that is used to clean ones contact lens after using them. In addition, ciba vision also sells a .5 oz bottle of what they call lens drops. This bottle and the starting solution look almost identical. The starting solution has some red print on it warning a person not put into their eyes. It also has a red tip on it. The lens drops has a white tip. On two recent occasions rptr used the wrong bottle. Rptr writes: "before installing my contacts on 5/13/99 I made the mistake of putting some of the starting solution (instead of the lens drops which I would ordinarily use) directly into my right eye and it burned immediately. I rinsed my eye with the finishing solution as well as water. The eye seemed better so I called the 800-875-3001 number on the bottle and asked the attendant about continuing to install the lens and was advised it would be ok to do so. This was a mistake as I could not tolerate the lens and ended up going to the dr because my vision became fuzzy. He examined my eye and told me the outer layer of my eyeball had been burned but that it should repair itself. He prescribed an antibiotic solution to be applied every 4 hrs to insure that no infection occurred. He saw me again on 5/15/99 and examined my eye and said it was repairing itself properly. In a few days I was able to wear my contacts again. The second incident occurred 7/2/99 and also involved the right eye. I had already installed the right lens and decided to apply a few drops of the lens solution to avoid dryness in my eye. I picked up the wrong solution again and installed the starting solution. I immediately realized that I had used the wrong solution and flushed the eye with the finishing solution and water and removed the lens. I kept the lenses out for several days and used some more of the antibiotic solution. I did not see a dr at this time. Since I had made the same error in picking the wrong bottle twice I again called the ciba vision 800 number and told the person that I think ciba has a problem in that the two bottels are too similar. Why doesn't ciba use a square one for one of the solutions so a person could tell the difference by feel? She was polite and said she would send the comment through proper channels. I was a bit irritated that ciba seemed to take a fairly cavalier attitude on something that could be fixed easily and could be the source of a real problem for someone. The dr bills and prescription are mostly covered by insurance but the whole incident was time consuming, a little scary, and painful as well.